Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the lead had been too close to the nerve according to the doctor and was picking up too much of an s2 response. The lead was replaced on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va29p06, implanted: on (B)(6) 2020, explanted: on (B)(6) 2021, product type: lead, product ID: 978b128, lot#: va29p06, implanted: on (B)(6) 2020, explanted: on (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va29p06, implanted: (B)(6) 2020, product type: lead. Product ID: 978b128, lot#: va29p06, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 21-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient complained of¿bilateral leg twitching discomfort. They turned the therapy off temporarily and were going to change programs once they turn it back on. The issue was not resolved at the time of the report. There were no deviceissues reported, and no further patient complications reported at this time. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that there was no device concern with regard to the patient's bilateral leg twitching and discomfort, but the hcp thought the patient may have had the device settings too high. They had turned therapy off for a few days, on (B)(6) 2021, but it was unknown if the issue had been resolved. Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare professional has the patient scheduled for a lead replacement on (B)(6) 2021.